Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise and oversensing on the right ventricular (rv) lead. A lead integrity alert (lia) was triggered for short v-v intervals, non-sustained tachycardia, and a sudden increase in pacing impedance. The oversensing appeared to affect the timing on the implantable cardioverter defibrillator (ICD) which caused the patient's heart rate to pace below the programmed lower rate. Reprogramming was performed and the lead and device remain in use. No further patient complications have been reported as a result of this event.